Event description:
It was reported that the trailing haptic was stuck in cartridge, so much that the intraocular lens (iol) had to be removed from haptic. The iol was cut and taken out. Another johnson & johnson lens of the same model and diopter was inserted without difficulty. There was a delay in procedure; however, no medical intervention, no incision enlargement, no sutures and no vitrectomy reported. There was no patient injury. The patient outcome was not provided. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.